Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported aortic insufficiency could not be conclusively determined through this evaluation. The patient remained ongoing on ventricular assist device (vad) support until undergoing a pump exchange on (B)(6) 2022 captured under MFR 2916596-2022-16018. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was diagnosed with moderate aortic insufficiency on echocardiogram (echo) in (B)(6) 2021. The patient had symptom of mild short of breath and was treated with diuresis.